Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. (B)(4). Carefusion certified service technician was unable to verify the customer's reported issue. The unit passed all testing and met all carefusion manufacturer specifications.

Event description:
The customer reported model lap top ventilator 1150 was auto cycling while connected to a patient. The customer adjusted the sensitivity setting from 1 to 9 to correct the issue. The customer also reported some water in the sense lines. At this time, it is unknown if there was any patient harm associated with the reported malfunction.

Manufacturer narrative:
This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.